Event description:
Speed fluctuations noted. Ldh 4571 u/l. Speed change echo: minimal change in lv function with different speeds. Cta report: inflow and outflow cannula no thrombus. Mild kinking outflow cannula. Device exchanged. No overt signs of thrombus visualized.